Manufacturer narrative:
Device used for treatment, not for diagnosis. : ihn, j, et, al (2008) anterior plating and percutaneous iliosacral screwing in an unstable pelvic ring injury, j op orthop sci, 13:107-115 this report is for an unknown plate (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: o,h; kim, p; kim, j; min, w; kyuung, h; etal (2008) anterior plating and percutaneous iliosacral screwing in an unstable pelvic ring injury, j oprthop sci, 13:107-115. In this retrospective study, the effectiveness of anterior plating with subsequent percutaneous iliosacral screwing for the management of unstable pelvic ring injuries in 81 patients were evaluated. Twenty-three of these were treated with anterior plating and a percutaneous iliosacral screw fixation. Of these, 19 patients were followed up for 1 year (8 men and 11 women) from 1999 to 2005. The anterior ring with a single pelvic reconstruction plate (3.5 mm, synthes, (B)(4)) was used, unless the fractures were located around the symphysis pubis or were not severe enough to have three screws in each segment. Regarding complications, there was one deep infection on the anterior fixation area. After removing the anterior plate and debridement, this healed without further displacement of the fractures. Metal failures occurred in 4 patients, one with type-b and three with type-c fractures. Two failures occurred in the anterior plate, one was a plate breakage with nonunion, since it was asymptomatic, no further procedure was carried out; and one was the loosening of screws.two of these had pain due to s1-s3 nerve injuries, dysthesia, and a limitation of motion, and the other one had mild residual sensory symptoms only. One patient had an anterior screw breakage. This report is 1 of 3 for (B)(4). Patient 14, (B)(6) female, experienced a serious injury deep infection, debridement, plate removal/ revision (si).